Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 1 of 4 the patient encountered an air detected in cassette warning. The patient noticed a leak in the catheter. The treatment was cancelled and when the patient opened the cassette door, although there was no fluid in the pump module area there was fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient declined to do manual treatment as that time because of the leak in the catheter line. Upon follow up, the patient¿s pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was administered prophylactic antibiotics. The patient received a new catheter line as well as the new cycler one day after event and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The carrier tracking number was verified and no information was found that the customer sent the sample. It was later reported that the set was discarded by the patient. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During drain 1 of 4 the patient encountered an air detected in cassette warning. The patient noticed a leak in the catheter. The treatment was cancelled and when the patient opened the cassette door, although there was no fluid in the pump module area there was fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient declined to do manual treatment as that time because of the leak in the catheter line. Upon follow up, the patient¿s pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was administered prophylactic antibiotics. The patient received a new catheter line as well as the new cycler one day after event and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.